Event description:
Nurse went into patient's room and found IV pump with heparin not infusing. The screen read "infusion complete" but alarm was not going off. Pump sent to biomed for evaluation. Upon biomed evaluation, downloaded events found a delay programmed into unit. However, nurse insisted that no delay was programmed. Biomed performed pm checks and pump passed all checks. Manufacturer not notified.